Event description:
It was reported that during a routine device changeout, the atrial lead exhibited noise. The lead was capped and replaced.

Event description:
New information notes that the patient had inhibition of atrial pacing due to atrial lead noise causing oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.